Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : examination of the returned device confirmed the reported event. The reported device is of a previous design and the need for corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint consisted of (1) 254501041 attune patella drill clamp, lot number nw144535. Lot was released for distribution in october of 2013. Examination of the submitted patella drill clamp confirms the locking feature becomes difficult to lock and unlock during use. Manual attempts to lock and unlock the device is met with considerable restriction. Further examination did not reveal any breakage as initially reported. Previous investigations and evaluations found that the failure may have occurred while the clamp was being squeezed under very high loads and the bearings inside of the cylinder were extruding slightly, causing the mechanism to stick. A new design has been implemented to mitigate the reported failure. Co103089400 was approved on november 25, 2014. An enhanced attune patella drill clamp has been distributed under product code 254501055. The current complaint sample device was manufacture in october of 2013 prior to the co change. The root cause of the current reported event is attributed to product design. No further corrective action required. Complaint trends will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) hospital's central sterile department that a lot of femoral trials were cracked. These have visible cracks on top of the box on the back of each femoral trial. These items were all in one piece. A patella clamp was also reported to not easily get locked. The red sliding switch could not be easily locked and unlocked. Each item is returning. No one was injured due to the cracks. This did not delay the surgery.